Event description:
During the procedure, the surgeon reported that the device worked a few times. Then, the device would not open back up and no longer useable. A new product was opened and used. It is unknown if the new device is of the same or different lot.